Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump intermittently maintained power with the returned battery cap, which did not fully secure to the pump; a test battery cap was used for further testing, with which the pump maintained power. A review of the device history indicated multiple low battery warnings and replace battery alarms, as well as evidence of excessive battery usage. The battery compartment was observed to be cracked. The battery cap threads were damaged and contamination due to moisture was found on the underside of the battery cap. Current draws did not measure within specifications. Testing revealed a defective u33 component that caused a high sleep current, which contributed to the shortened battery life. A leak test was performed and passed with no leaks found. The pump case was removed and no evidence of moisture ingress was observed. No evidence of intermittent contact was found on the battery terminal contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that battery had to be changed daily in order to power the pump. Additionally, the pump battery cap and compartment had stripped threads, preventing the cap from being properly secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.